Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an inoperative power supply printed circuit board. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and a review of the service history were performed. During investigation the power supply printed circuit board was found to be inoperative. The cause of the condition was unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.